Manufacturer narrative:
(B)(4). Batch # 169a76. Sr55 lot # 378a57. (B)(4). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was received with no apparent damaged and with a reload loaded in the device. The reload had the knife exposed and the proximal 22 drivers up and the remaining drivers down with staples present with the swing tab in the locked position. Further evaluation found that the channel shroud was damaged. No functional test could be performed due to condition of the device. In addition, a tyvek was received along with the device. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. The damage on the channel shroud is consistent when the closing latch is opened beyond its stop position. It is possible that the knife exposed noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the open radical resection of pancreatic cancer surgery, could not fire when severing stomach tissue. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.